Manufacturer narrative:
Results of investigation: it was reported that the patient fell and broke her femur. Stem fixation was determined to be compromised and was replaced with echelon cemented long stem. The article complained about is the polarstem stem standard ti/ha 4 non-cem, article no. 75011359. Because no article is available and the batch no. Is unknown, no documentation review and product evaluation could be done. No further investigations will be planned. If we receive more information the complaint will be reopened and processed accordingly.

Event description:
It was reported that patient fell and broke her femur. Stem fixation was determined to be compromised and was replaced with echelon cemented long stem.